Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 02-feb-2022. The device evaluation was completed on 02-mar-2022. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve and silicone ring were missing on the hub of the carto vizigo¿ sheath. For this reason, a guide wire was inserted through the sheath and the valve was not found inside the vizigo¿; however, the valve separated from the device. Examination of the brim cap revealed the components were placed in the correct position and found in good conditions. A functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and no resistance was felt during the testing. The outside diameter (od) vessel dilator was measured, and it was within specifications. A device history record review was performed for the finished device 00001842 number, and no internal actions related to the complaint were found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found missing. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, which may be related to the resistance issue reported. However, this could not be conclusively confirmed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo¿ sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2022-00255 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small ). MFR # 2029046-2022-00637 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve and silicone ring were missing on the hub of the carto vizigo sheath. Initially, it was reported by the caller that there was a lot of resistance when attempting to insert the dilator into the vizigo¿ sheath. The dilator could not be fully inserted. The sheath was replaced, and that issue was resolved. It was also reported that the valve on the second vizigo¿ was back-bleeding, and this sheath was replaced as well. The procedure was continued and completed. No adverse patient consequences were reported. The issue of resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the hemostatic valve and silicone ring were missing on the hub of the carto vizigo¿sheath. This hemostatic valve separation issue was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 02-mar-2022.